Manufacturer narrative:
Product ID 3888-28, lot # l42354, implanted: (B)(6) 1997, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2007, product type extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID: neu_ins_plug_acc, product type accessory. Product ID: 3888-28. Lot# l42354 implanted: (B)(6) 1997, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(4) 2007, product type: recharger. Product ID: 37742, serial# (b)(4,) implanted: (B)(4) 2007, product type: programmer. Patient product ID: 3708360, serial# (B)(4), implanted: (B)(4) 2007, product type: extension. Analysis of the implantable neurostimulator (ins) (restore ultra 37712, serial #(B)(4) ) found plug parts stuck inside the port. Connector port observations revealed port plug connector sleeve stuck in 8-15 port. The connector sleeve from a port plug was visible between the 12th and the 13th balseals. Port plug connector sleeve was stuck inside of #12 balseal. Balseal connector coils were damaged.

Event description:
It was reported that a port plug broke off inside of the implantable neurostimulator. Suction and needle manipulation were unsuccessful in removing the plug. It was reported that the device could not be used and was replaced. There was no patient injury. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the plug component stuck inside was "most likely" prior to and the cause of connector coil damage.

Event description:
Additional information indicated that patient outcome had been very good. The procedure and resulting therapy were successful. One day later it was reported that high impedances during the revision were read due to improper testing parameters (see manufacturer report #3007566237-2013-00033). Once the parameters of the test were changed, impedances cleared. No interventions were taken or planned. Routine post-op follow up was followed. The patient was very pleased with the outcome and the implantable neurostimulator was reported to be performing perfectly.

Manufacturer narrative:
Final device analysis of the plug revealed the following: the plug connector was pulled off.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.